Event description:
During a gastric bypass procedure, the reload popped out when inserted in the abdominal cavity. This happended twice, the case was completed with a new reload. There was no pt consequence.